Event description:
It was reported that the ventilator's display arm holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the user interface holder solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. It is unknown under which circumstances the failure occurred or if the user interface holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the user interface as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the user interface to forces greater than it has been designed for). The cause of reported issue has been determined. Issue was related to user interface holder.